Event description:
It was reported by service report that the left head siderail inner panel was broken, resulting in exposed sharp edges. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged siderail panels.